Event description:
It was reported the patient had been found unresponsive at home and subsequently died. The cause of death was reported to be pericardial tamponade/hemopericardium due to erosion of the pacemaker lead through the myocardium, and cardiac rhythm disturbance. Follow up with the medical examiner reported it was the rv lead that had eroded through the myocardium. There was a hemorrhagic blood tract around the lead to the pericardial sac with necrosis, fibrosis and heart muscle degeneration. He further reported that no lead fracture or mechanical failure was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation separation. Partial lead in segments returned and analyzed.